Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to unknown reasons. Additional information indicated that this lead exhibited high pacing threshold and patient experienced phrenic nerve stimulation. This lead will not be returned. No additional adverse patient effects were reported.